Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During the investigation the monitor was abnormally shutting down. The cause for the resets was isolated to corrosion within the monitor. In addition, memory chip u308 on the computer/analog board was defective. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the defective memory chip could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was abnormally shutting down.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (abnormal shutdowns) is under investigation. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was abnormally shutting down.